Event description:
Event description guidant received information that during this procedure to evaluate the pacemaker for loss of capture and muscle stimulation, after being in service for only a few days, it was noted that if the can was squeezed it created noise on both channels and increased the threshold on the atrial channel. The device was removed and replaced with a new guidant device.